Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery and absence of occlusion alarm. The customer¿s blood glucose level was unknown. Customer stated they inserted infusion set and there will be under delivery of insulin to his body. Customer was not able to troubleshoot at the time of call. Customer reports alarm did not occur during fill tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no delivery alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).